Event description:
Six implants placed 3/27/97 in the mandibular symphysis area. All 6 implants, along with infected bone, were removed. Pt had a history of upper left jaw osteomyelitis; however, that was localized and treated successfully years earlier.